Event description:
It was reported that the patient received an alert for non-sustained rv oversensing episodes. Review of session records revealed that part of the episodes was caused by myopotentials oversensing, and the other episodes were caused by several non-capturing ventricular paced events followed by intrinsic beats. Capture test was performed in-clinic and programming change was made to resolve the issue of non-capturing ventricular paced events. It was recommended to perform isometric testing, arm movements and deep breathing in attempt to reproduce the oversensing. No additional intervention was done. Further assessment will be done at next follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).